Manufacturer narrative:
H6 medical device problem code a1301 omitted. Separate complaint created against the purge cassette; report pending.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
A 54 year old male with history of nicm underwent avr and implant of impella 5.5 via innominate artery on (B)(6). Device weaned and explanted on (B)(6). Purge cassette malfunction alarm during device prep. A new device was opened and used without incident. During impella 5.5 case start, purge system and placement signal alarms occurred. The impella 5.5 and purge cassette were replaced with new devices and the patient was successfully supported until the patient was weaned from support 3 days later.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.